Event description:
The user facility reported that the solopath sheath broke. Follow up communication with the user facility reported the following information: the sheath was torqued at insertion and advanced into the patient; the sheath expanded; the tavr device would not pass through; the patient had some calcification and little tortuosity; during removal of the sheath it separated into two pieces, one remaining in the artery; the broken distal portion of the sheath was retrieved from the artery without issue; there was some blood loss; another sheath was used; the tavr corevalve device was placed; and the procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00004 to provide the evaluation results as well as the expiration date, age of device, and the device manufacture date. The actual device was not returned to the manufacturing facility for evaluation but a photo was sent by the user facility to the manufacturing facility. Therefore, the investigation was limited to assessment of user facility information, quality records, and evaluation of a picture of the actual device. The photo confirmed the reported issue, a sheath break at the approximate location of the fold transition. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of this report cannot be determined based on the available information, the reported issue may have been related to difficult anatomical conditions, oversized device or incomplete sheath expansion. This may have resulted in excessive manipulation of the device during insertion of the tavr system that resulted in cutting or breaking of the sheath. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if resistance is encountered during device insertion, stop immediately, remove device from the sheath and reinsert dilator. Repeat steps for sheath expansion in order to optimize sheath expanded diameter. If resistance is still encountered, stop and remove sheath from patient. Warning: never attempt to force anything through a partially expanded sheath. Attempting to force a device through a partially expanded sheath may result in sheath damage, breakage, or device hang up." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00004 to provide the evaluation results as well as the expiration date, age of device, and the device manufacture date.

Manufacturer narrative:
(B)(4). Although no volume estimate was provided, the user facility report indicates that some blood loss was associated with this event. The actual sample has not been returned to the manufacturing facility for evaluation; however a follow-up report will be submitted when the actual sample is received and a full investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).